Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities and the following was observed: the crimped valve had two frame struts bent outwards at the inflow side. The post-expanded valve had bent frame struts were corrected. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the complaint of frame damage was confirmed based on evaluation of the returned device. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as it was reported that resistance was encountered while advancing the commander delivery system with crimped valve through the esheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During procedure, while introducing the delivery system through the esheath+, resistance was noticed during advancement of the delivery system and after the nose tip and balloon came out of the esheath+ tip. It was tried to push with more force, but a delivery system kink was observed while being inside the esheath+, closer to the valve. Then a vascular dissection occurred at the abdominal-iliac bifurcation, and a vascular repair and the implant of a stent were needed. The delivery system and the esheath were taken out as one, a second 16f esheath+ was used as a replacement and the vascular repair was performed. Finally, the valve was not implanted. After visual inspection of the device, it was reported that there was a "split" in the tip of the esheath+. Patient was stable after procedure. It was confirmed with the reporter that the delivery system exited aggressively of the sheath while being inside the patient. On pre-decontamination evaluation, it was observed that there were 2 struts bent outwards at the inflow side, and the esheath+ liner was torn, and the distal tip was not split. The perceived root cause of the event is unknown.